Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time. The study center was notified by an outside hospital that the patient expired. No details of the death were given to the study center.